Event description:
The following info concerning the event was copied by a carefusion tech support specialist from an e-mail from the foreign distributor on (B)(6) 2012. ¿while generating ¿high pip¿ alarm, vent kept delivery ventilation to the pt ¿which once endangered the lift of the pt. Parts identified as faulty: the turbine transducer which failed at 0 cmh2o.¿ the following add¿l info concerning the event was copied from an e-mail received from foreign distributor on (B)(6) 2012, that was in response to an e-mail sent by carefusion seeking add¿l info. A long-term ventilator-dependent patient. One month ago the patient was transferred to this ICU due to flu complications. He had been on the captioned vela since then. Mode used: volume ac. When the event was noticed, the pt body had been blackened and symptoms of suffocation were presented. The nursing staff immediately used a resuscitator to delivered 100% o2 and then transferred the pt to another vela ventilator. Currently staying in the same ICU.¿

Manufacturer narrative:
(B)(4). On (B)(4) 2012, a replacement main board was sent to the foreign distributor to repair the device. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for eval. As of (B)(4) 2012, the alleged faulty main board has not been received. However, the foreign distributor has communicated that the alleged faulty main board was shipped from (B)(4) on (B)(4) 2012. Once the main board is received and the eval completed, a follow-up medwatch report will be submitted.